Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. In addition, the user guide states to change the infusion set every 48-72 hours. The product has been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was 178 mg/dl and corrective measures had been taken. The customer indicated that the insulin appeared to be gelled. Reportedly, the customer has been using the cartridge and infusion set for approximately 4 days.